Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, after an hour of inserting the wearable, the patient said that her g7 receiver showed a cgm reading of 49 mg/dl. She felt sweaty and shaky. She did not do a finger stick despite having a glucometer. She drank orange juice and chocolate milk. After two hours, her readings was still showing low and still did not do a fingerstick. She was taken by her husband to the emergency room. She was feeling sweaty and shaky and her sensor kept giving low readings "low". At the ER, they did a fingerstick which showed a bg reading of 509 mg/dl while her cgm reading was 60 mg/dl. She was treated with saline and glucose IV (no indication why the patient was treated with glucose during hyperglycemia). Around 1:30 pm, they took another fingerstick which showed that her bg was 200 mg/dl (cgm reading was still 60 mg/dl). Given her condition was stable, she was released by the hospital and went home. She felt fine when she got home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c and d of the parkes error grid at the ER. The reported glucose values fall within the a zone of the parkes error grid on (B)(6)2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.